Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9143874, medical device expiration date: n/a, device manufacture date: 2019-06-04. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates and plunger rod difficult to move on lot # 9143874. Unable to perform complaint lot history check for needle hub separates and plunger rod difficult to move due to unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #9143874. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringes 0.3ml 31ga 8mm 10bag experienced difficulty moving the plunger rod and the cannula breaking off or pulling out during use. The following information was provided by the initial reporter: material no: 328512, batch no: 9143874, unknown. Verbatim: issue: consumer reported when she removes the needle shield the needle remains inside the shield. She removes the needle shield straight up. She also reported plunger rod is hard to pull down. Sample discarded. Incident date-unknown. Occurence-unknown. Item#328512. Lot# 9143874b. Issue: consumer reported needle remained inside the needle shield and plunger is hard to pull down. Incident date-unknown. Occurence-unknown. Item# 328512. Lot# unknown. Offered to send the replacement box. Advised her to save the samples if re occurs. She stated these 2 issues occurred with 2 boxes total of 12 times together for each issues.